Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) would not communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. As received, the belt failed incoming testing. Upon evaluation, there was an open along the green (+3.3v) wire of the trunk cable. The cause of the test failure is the open +3.3v wire. The root cause of the open wire cannot be positively identified, but is likely excessive force placed on the cable. No adverse event resulted from the damaged belt.